Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump had intermittent up and down button response due to moisture damage on the keypad traces. No flashing/sticky on the keypads noted. No moisture damage noted on the electronic assembly during visual inspection. The pump had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.

Event description:
It was reported that the buttons on the insulin pump are non responsive and sticky. Customer also stated that there was moisture behind the screen. Customer's current blood glucose reading is 4.2 mmol/l. Advised customer to discontinue use of device and revert to back up plan. No further information reported.